Event description:
Caller tested 2.2 inr and 3.0 inr on the coaguchek xs system at the doctor's office. No treatment required. No adverse event reported. Requested return of suspect system, however, customer does not have the professional strips used at the doctor's office to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer does not have the strips.